Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that when the forcing of the liquid through the indwelling needle is too high, the connection between the catheter hub and the extension tubing is easy to break. 2. DHR/bhr review lot#3199702 1-this batch of products were assembled at intima ii auto line 4 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 45psi leakage test. No leakage is found, and no abnormality is found at the connection between the catheter hub and the extension tubing. Please refer to the attached test report. 4. Sku# 383012 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, it may cause the extension tubing or other parts of the product to be damaged. Conclusion(s): since no abnormalities are found in the process and retained sample. The returned photo shows that when the forcing of the liquid through the indwelling needle is too high, the connection between the catheter hub and the extension tubing is easy to break. Because the product is not suitable for high pressure injection, the root cause of this defect is related to the user end.

Event description:
No additional informaiton provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at adapter tubing junction. The patient was admitted to the hospital due to cough, sputum, wheezing, and dyspnea for 2 days, which worsened for 1 hour. Chest CT showed pulmonary edema and pleural effusion; cardiac ultrasound showed left heart enlargement. On (B)(6) 2024, a coronary artery cta examination was performed. After the skin test was negative, the high-pressure pump and the indwelling needle were connected to pump the contrast agent. During the pumping process, the connection of the indwelling needle handle broke, causing the contrast agent to leak out, resulting in the failure of the examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.